Manufacturer narrative:
The device was reported to be available for evaluation, but the customer was unresponsive to multiple attempts for its return. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a model 834f75 swan ganz catheter failed during use. Wedge pressures were not giving measurements. A bedside echo was completed and showed a ruptured balloon. There was no injury to the patient. The patient had very poor access and was on multiple vasoactive medications at the time, so new access had to be obtained while the patient was in the or again. The lot number is unknown.

Manufacturer narrative:
Our product evaluation lab received one model 834f75 catheter with a monoject limited volume syringe and non edwards contamination shield. The balloon inflated clear and concentric, and remained inflation for 5 timed minutes without leakage. No visible damage or inconsistency was observed from the catheter body, balloon, and syringe. All through lumens were patent without any leakage or occlusion. The customer report of ruptured balloon was not confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint.